Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) walked customer through how to recover storage space. Then, the customer was able to recover storage space. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and preventing the user from accessing the morphine. The medication was visible but appeared greyed out. The system displayed error not available medications in failed unit. The customer attempted troubleshooting by rebooting the station and trying to recover the storage; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.